Event description:
It was reported that the patient "had a stroke on (B)(6), 2015 and was in a care center now. I went to use the machine the other day and it wouldn't work, and I need it for my back because the mattresses here aren't good." The patient last recharged on (B)(6) which was also the last time he felt stimulation. A communication problem was reported and an ins overdischarge was suspected. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the patient couldn't get it to charge her battery. She had not contacted her physician or representative but planned to call her representative. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).